Event description:
Had a biomet calcium carbonate cervical bone graft device inserted in the c5-6 and c6-7 levels in 2007. Discovered the biomet appliance failed/broke the following year. The device was replaced three months later. First appt with neuro surgeon was 2007, with initial surgery. Second surgery due to the bone device graft failure, and follow-up appointments through.